Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: material no: 381423; batch no: 9255600. Event description: rn reports that three times using 22 g bd insyte autoguard catheters she has found them to have a burr in the plastic catheter not allowing normal advancement. Did any adverse events occur as a result? No. What was done to remedy the issue? New device was utilized. Did this occur on the same patient or did this involve multiple patients on the same day? One patient one time. Are any patient identifiers available (i.e. Gender, initials, weight, etc.)? None.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: material no: 381423 batch no: 9255600. Event description: rn reports that three times using 22 g bd insyte autoguard catheters she has found them to have a burr in the plastic catheter not allowing normal advancement. Did any adverse events occur as a result? No. What was done to remedy the issue? New device was utilized. Did this occur on the same patient or did this involve multiple patients on the same day? One patient one time. Are any patient identifiers available (i.e. Gender, initials, weight, etc.)? None.